Event description:
A customer from (B)(6) contacted biomérieux to report a misidentification of a non-shigella species as shigella in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. The customer stated the vitek® 2 gn ID card identified shigella 93% from cba media; the customer performed agglutination test to confirm shigella flexneri. However, the strain was sent to cnr reference laboratory and provided an identification result other than shigella (organism species not disclosed by the reference laboratory). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
A customer from (B)(6) contacted biomérieux to report a misidentification of a gram negative strain as shigella in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. An investigation was performed. The reproducibility testing with the customer's strain from cba (cos bmx) subculture on vitek gn cards (customer lot 2410299403 and random lot 2410143103) gave a very good identification to shigella group 93% on both lots tested. The customer result was reproduced in-house. According to the comparison of biochemical profiles obtained on vitek 2, the misidentification to shigella group is probably due to the discriminant test bgal which is negative (intended positive to e. Coli). The bgal negative result was confirmed on the api® ID 32 e strip. The ID 32 e gave a doubtful profile result. An excellent identification to e. Coli was obtained on the api 50che strip. These results and the low mobility are in favor of an atypical e. Coli strain. The true identity of this isolate cannot be determined due to conflicting phenotypic testing results (serology, api 50che, gn cards).